Event description:
It was reported that the patient had an infection at the midline incision site. Symptoms of redness and tenderness were noted around the site. The physician confirmed that the infection was not device or procedure related. The patient was sent to wound care and was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141424.

Event description:
It was reported that the patient had an infection at the midline incision site. Symptoms of redness and tenderness were noted around the site. The physician confirmed that the infection was not device or procedure related. The patient was sent to wound care and was prescribed antibiotics. Additional information was received that the patient was reportedly doing better.